Event description:
It was reported that during a lap adrenalectomy that the first device misfired. The clips would not unload. No indication as to if the misfire was on the first firing or subsequent. A second same device was opened, and same situation was occurred. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and formed two clips as intended and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and formed five clips as intended and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.